Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported he noticed a pea size air bubble in his insulin cartridge. He stated he had primed the air bubbles out earlier, but bubble returned. During troubleshooting, the patient stated he allows the insulin to reach room temperature prior to use. It was discovered the patient was underfilling his insulin cartridge and the correct procedure was reviewed with the patient. No blood glucose concerns were reported related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.